Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that they are having issues charging the implant. Caller stated that the controller battery will say 100% and implant will charge for a couple hours but, the implant will not increment at all. Caller also stated that they have to hold the recharger cord in place to get the implant to charge and the recharger plug will fall out quite a bit. Pt stated this has been happening for 'awhile'. Pt stated that one time, the implant 'charged forever' but only got to 80%. Pt stated that if they breathe, the cord 'gets loose'. Pt added that after 5 minutes or less, they see a message that says 'battery is out and needs to recharge'. Agent walked caller through resetting the controller and checking for damage; pt saw no damage to the rtm pins, ac power supply pins, or to the controller port. Pt started implant charge and saw controller at 100% and ins in orange recharging excellent. By the end of the call, controller was at 90% and ins still in orange. Pt then saw battery empty cannot continue recharge implant. Pt stated they moved the controller and then saw 'not conn ected'. Controller battery losing % but, ins is not charging. Historical events: during the call, agent asked pt if they use the belt while charging ins; pt stated no - pt stated the belt comes apart so they prop the paddle against a pillow. Agent offered to send another belt but pt declined and said the belt has never worked forthem. Pt stated they had a 'software problem in (B)(6) 2024. Agent reviewed previous rtm and controller replacement (see previous cases). Pt mentioned their hcp is 'no longer there' and were seen by a nurse practitioner at a "wellness thing" - pt stated they were having problems with implant taking forever to charge in may so they went in and was told by tina (agent understood this is a mdt rep) that nothing was wrong. The pt mentioned they lost a little weight but not in the place that the implant is; pt stated the implant does not feel any different than it did on day 1. Pt stated they had the broken piece of the back cover replaced a few months back. The issue was not resolved. An email was sent to the repair department to replace the controller, battery pack, and recharger. Agent reviewed pt will need to follow up with hcp if replacement equipment does not resolve the issue. Agent will follow up with pt tomorrow. Agent made outbound call to the pt - pt received replacement equipment. Agent had pt plug controller into ac power supply. Pt saw gr een flashing light. Agent walked pt through pairing process. Pt successfully paired ins with the replacement controller. Agent had pt start ins charge session - pt saw controller at 100% and ins in red recharging excellent. Agent put pt on hold for ~ 6 minutes; implant was still recharging when agent returned. Agent reviewed charging ins with stimulation off - pt mentioned that when the ins gets low and the therapy shuts off, they forget to turn stimulation back on sometimes. Agent reviewed to send back all old equipment. Agent reviewed pt will need to follow up with hcp if they continue to have issues chargingthe implant as all external equipment has now been replaced. No further action is needed at this time. Additional information has been received that patient said it's been a while since it takes forever to charge the implant and the last months or so has gotten worse. Patient mentioned they spent 3 hours charging, but the implant only went from nothing to 80% and the controller went down from 100% to 30%. Patient stated if they get the implant charged to 100%, the implant will drain again in less than a minute. Patient said they didn't know how many times they had to reset the controller. Patient mentioned if they implant was completely out and they don't have stimulation, they were hurting. Agent had pt reset the controller, inspect visible damage to the battery compartment, battery pack, controller port, and recharger, and clean the connections. Pt denied any visible damage. Agent had pt start a recharging session, but patient got a message 'battery low. Recharge the controller soon'. Agent had patient charge the controller and confirmed that the controller battery was recharging 20% while the implant was at 80%. Patient will continue to charge the controller to 100% and will call back tomorrow for further troubleshooting. Additional information has been received that patient called back and repeated information on this case and stated that it takes 2 hours to charge the ins and yesterday it only charges at 80% and they stopped. Patient saw system problem rm05 message today when trying to charge the ins. A request was sent to repair to replace the recharger. Additional information has been received that pt called back on previously documented information. Pt mentioned they received the r echarging paddle but still taking long hours to charge the implant. Pt mentioned they started charging the implant at 12 and at 2pm they only get 90% charge to the implant and the controller battery was low. Pt added that the when they move the recharging disconnects but goes reconnected with excellent recharging quality. Agent sent request to repair to replace the controller.